Manufacturer narrative:
Product analysis: visual review confirms one side of fixed angle screw head is broken off and not returned for analysis. The broken off portion of the fas head reveals fas head thread flank damage. On the broken side fracture appears to have initiated near the base of the thread root and propagated crosssectionaly through the implant; the direction of material deformation and fracture is consistent with bend stress overload. The above observations are consistent with bend stress overload during intraoperative assembly.

Manufacturer narrative:
Since the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: instability level: l3 it was reported that, intra-op, doctor implanted a revision case with the screw. On level l3 left the head of the screw broke after the doctor put 12 nm compression on the rod. The doctor took another screw to finish the operation. The patient had achieved solid fusion. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.